Event description:
Device issue: dislodged stent. Time of device issue: during preparation. Adverse event: none. It was reported that during an unknown procedure, the physician delivered the stent delivery system (sds) and while inflating the balloon, the physician recognized that the stent implant was not on the sds. The sent implant was found outside the patient's body. The stent implant appeared to have dislodged when the physician removed the protective sheath from the stent during preparation. It is unknown whether the indeflator had been connected to the sds when the protective sheath was removed. There were no reported patient effects.

Manufacturer narrative:
(B)(4). The device has been received; however, the investigation is not yet complete. A follow-up report will be submitted with any additional relevant information.